Event description:
A report was rec'd from a user facility in the USA stating the vitrectomy cutter started cutting but then quit working. The cutter was replaced and the procedure was completed w/o further incident. There was no serious injury or report of permanent impairment related to the event.

Manufacturer narrative:
One 23 gauge vitrectomy cutter was returned in a zip-lock bag along with part of a bl5223 pack label from lot u8248. The tip protector was not returned. The needle does not appear to be bent. The port window is in the opened position and there is dried solution visible in the tubing. The back cap is aligned correctly with the vent hole on the side of the cutter body. A functional test was performed using a stellaris pc system. The cutter had good clean cuts and functioned as required. The cause of the reported problem could not be determined. The sterilization and lot history records for this device were reviewed and found to be acceptable.